Manufacturer narrative:
Citation: colegrave n, et al. Ultrasound-guided intermediate cervical plexus block for transcarotid transcatheter aortic valve replacement. J cardiothorac vasc anesth. 2021 jun;35(6):1747-1750. Doi: 10.1053/j.jvca.2020.08.053. Epub 2020 aug 28. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the application of ultrasound-guided intermediate cervical plexus block for transcarotid transcatheter aortic valve replacement (tavr). All data was collected from a single center registry between april 2013 and january 2017. Of the 28 patients included in the study population (predominantly male, mean age 82 years), 19 underwent transcarotid tavr with the medtronic corevalve system. No unique device identifier numbers were provided. Among all patients, two deaths occurred within thirty days of tavr because of cardiac decompensation and respiratory insufficiency. The authors did not disclose the manufacturer (medtronic or edwards) of the valve used to treat each of these patients; therefore, a direct correlation was not made between medtronic product and the deaths. Among all patients, adverse events included: permanent pacemaker implantation for third-degree atrioventricular block (4 patients im planted with corevalve, 3 patients implanted with sapien); cervical hematoma requiring hemostatic surgery; femoral hematoma (surgical intervention not necessary); and common carotid stenosis requiring angioplasty. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.